Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf device code a150207 captures the reportable event of device difficult to remove. Imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code f2301 captures the event that an additional device is required to remove the stone and basket.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy and biliary prosthesis procedure performed on (B)(6) 2026. During the procedure, the patient was positioned in the left lateral, ventralized position under general anesthesia. A duodenoscope was advanced without difficulty. Partial visualization of the esophagus and stomach was achieved, with the stomach showing moderate enanthema. In the duodenum, the major papilla appeared polypoid with a slit-like orifice releasing light yellow bile. Cannulation of the biliary system was performed using a loop papillotome and guidewire, which was successfully positioned in the common bile duct. Cholangiography demonstrated a common channel between the pancreatic and biliary ducts, resulting in simultaneous pancreatography. The common bile duct was dilated and contained approximately four large filling defects, the largest measuring about 1.8 cm. A papillotomy was performed, followed by dilation to 12 mm, without complications. Balloon sweeps were attempted but unsuccessful, and mechanical lithotripsy was initiated. The first stone was captured and removed intact. The second stone was fragmented successfully. When the third and largest stone was captured, external mechanical lithotripsy was attempted using the available lithotripter handle. During insertion of the basket into the handle, the wire and stone became stuck. Multiple attempts to mobilize the stone and release the basket using loop, foreign body forceps, papillotome, and balloon were unsuccessful. Lithotripsy equipment was then requested. Upon arrival, the equipment functioned as intended, allowing removal of the basket and fragmentation of the stone without further complications. A 10x10 biliary stent was subsequently placed to ensure drainage. Hemostasis was confirmed, and the procedure was completed successfully. There were no patient complications as a result of this event.